Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7095308 / 7096578.

Event description:
It was reported that the patient that the patient was experiencing pain at the incision site. The patient underwent a system explant procedure. Upon removing the device, the physician believed that a fluid buildup around the area could have caused the pain. The explanted device components were not returned per hospital policy.